Manufacturer narrative:
Fowler, gas spring trip.

Event description:
It was reported by service report that the fowler would drift down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.